Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiration date: 10/2022).

Event description:
It was reported that approximately two years and two months post port placement procedure, the catheter was allegedly broken. It was further reported that the distal catheter segment was allegedly migrated to the heart. Reportedly the distal catheter segment and the port were removed. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp implantable port with an attached groshong catheter and a distal catheter segment were returned for evaluation. Functional, tactile, gross visual and microscopic visual evaluations were performed. The investigation is confirmed for the reported fracture, fluid leak and material separation issues and the identified wear and deformation issues, as a complete circumferential break was noted to the distal end of the catheter. The surface was noted to be round in one region and granular in the other region. A complete circumferential break was noted on the proximal end of the distal catheter segment. The surface was noted to be granular in one region and round in the other region. However, the investigation is inconclusive for the reported migration issue, as the exact circumstances at the time of the reported event cannot be verified, and the reported event could not be reproduced in the lab. The identified break is typical of flexural fatigue, which is due to the repetitive, cyclic kinking of the catheter. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: b5, d4 (expiry date: 10/2022). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that approximately two years and two months post port placement procedure, the catheter was allegedly broken. It was further reported that the distal catheter segment was allegedly migrated to the heart. Reportedly the catheter medium was allegedly leaked and the distal catheter segment and the port were removed on later days. The current status of the patient is unknown.